Event description:
Healthcare professional reports results lower than reference with the protime microcoagulation system. Customer indicated two reportable cases. Case 1: protime generated 1.7 inr and reference lab generated 2.9 inr. Pt¿s therapeutic range: 2.5-3.5. No adverse event(s) reported. Case 2: filed on MFR report #: 2248721-2012-00036.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial#: (B)(4). Method: actual device not evaluated (single-use disposable). Process eval performed. Cuvetted device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. Results: no results available since no eval performed. Conclusion: unable to confirm complaint. Device not returned.